Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, the patient experienced high blood glucose level of 700 mg /dl due to a kinked cannula. Consequently, the patient was rushed to the emergency room, as her blood glucose level was 650 mg/dl and she had high/ large ketones which her health care professional assessed as dangerous/ life threatening. Moreover, the infusion had been used for one and a half days. During hospitalization, she was administered saline and insulin intravenously as corrective treatment which resolved the issue. On (B)(6) 2022, she was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.